Manufacturer narrative:
This report is submitted on june 24, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted for an unknown reason on an unknown date. It is unknown if the patient was re-implanted with another device.

Manufacturer narrative:
It was reported that the recipient was experiencing poor sound quality and chronic headache. The recipient is essentially a non-user and now would like to start wearing her processor again. The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results indicated neither evidence of malfunction of the receiver/stimulator nor electrode faults. The implanted device remains. Correction: the previous or initial MDR submitted on june 24, 2019 was filed inadvertently. No device malfunction/ explantation or serious injury has occurred.